Manufacturer narrative:
Poly swap, unknown reason. When asked about the reason for the poly swap case, rep stated doctor " was doing another procedure so just decided to swap out poly." There were 56 star poly swap complaints identified in the timeframe reviewed. For five them, very similar information was obtained from the reps the surgeon had the patient open and decided to swap out the polyethylene component, with no indication of poly damage. All five were closed with the root cause of surgical team preference. Although the complaints are similar enough to attribute the same root cause to this complaint, they were completed in the legacy trilliant qms. No deficiency was identified for the original polyethylene component. DHR review would therefore not provide useful information for root cause determination. No information was provided related to the original implantation surgical technique, so adherence to the IFU is unknown. Simulated use not conducted for either returned device(s) nor with similar parts. The construct has been implanted for an unknown amount of time, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. Multiple hazards are identified both during and after the initial procedure for which the effect is revision surgery, including 1.1 excessive handling / holding forces, 1.4 excessive immune response, 1.9 excessive iinstrument debris generated, 1.12 excessive packaging debris generated, 1.15 too high forces applied during bone preparation, 1.13 excessive heat generated, 9.1 missing devices, 23.1 insufficient wound healing, and 23.2 implant failure. Although all the hazards identified above are inherent risks associated with revision surgery, none of them apply in this situation as there was no adverse reaction to the patient or failure of the implant/instrument identified. Further risk assessment is not required for this complaint.

Event description:
Revision surgery - poly swap, unknown reason.